Event description:
Customer reported the alarm has no power; batteries have been replaced with a new supply. Customer reported there is no visible damage to the outside of the alarm observed. Customer could not provide a date when found. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue; unit was tested with batteries and powered on during all five attempts. However, a battery spring inside the battery compartment is bent. There is battery acid leakage residue on the battery contacts. No functional issues were found. (B)(4).